Event description:
It was reported that the patient had an infection at the catheter site. On (B)(6) 2013, examination/palpation results indicated a possible infection. On the same date, the patient was given clindamycin 300mg orally every 12 hours. A silvadene topical cream was given on the same date. One week later, the wound was opened and debrided as a diagnostic method. Results indicated that the incision was open, but not deeply and it was ¿healed beyond that point¿. Debridement and opening revealed only dead tissue. On (B)(6) 2013, examination/palpation results indicated that the catheter was exposed. On the same day, the pump rate was decreased to prepare for a system explant. On (B)(6) 2013 and (B)(6) 2014, the rates were decreased again. On (B)(6) 2014, the patient was given doxycycline 100mg orally twice a day. The following day, the baclofen was increased to 10mg four times a day, to prevent baclofen withdrawal and the entire system was explanted. The patient experienced purulent drainage and an open wound at the catheter incision. The severity of the event was indicated to be mild. It was indicated that the patient¿s neurostimulation system was explanted secondary to an infection and the infection spread to the catheter site. The device system was used to deliver dilaudid, bupivacaine and baclofen. Please see manufacturer report # 3004209178-2013-20335 for reported information regarding the neurostimulation system infection.

Event description:
It was later reported that the etiology was the lumbar site and was not related to the device, therapy or implant procedure. It was noted that the patient recovered without sequelae on (B)(6) 2014.

Event description:
Additional information received reported that the etiology was related to the device or therapy.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly; the catheter body had dried drug or blood occlusion.

Event description:
Additional information received reported that on (B)(6) 2014, the previously explanted system was replaced. The event resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.